Event description:
It was reported that the tablet hosting the mobile programmer application froze displaying an hourglass symbol after pacing had begun when attempting to perform lead testing using the mobile programmer. It was noted that during the freeze it was not possible to perform any programming, turn off pacing, change the heart rate, or end the analyzer session. Troubleshooting steps were taken to include disconnecting the patient from the analyzer and rebooting the host table, however it was noted that the analyzer was still on an elevated pacing rate. Further troubleshooting steps were taken to include swapping out the mobile programmer and application in proceeding with the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer application froze was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.